Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 45 mg/dl. Customer treated their low blood glucose with candy. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised when they attempted to rewind the insulin pump insulin squirted out. Customer received motor error once in a 30 day period. Customer received motor error alarm during prime delivery. Customer performed and passed both the self-test and displacement test. Customer was stuck in a preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.